Manufacturer narrative:
UDI # (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when turning the therapy to 120j the display shows 70j. When turning the therapy knob to 150j, the display shows 50j. After turning the device off and restarting, it behaved normally and 120j and 150j worked properly. There was no reported patient involvement.